Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. Subsequently, a malfunction alarm occurred. The customer's blood glucose was 140mg/dl. The customer reported that alternate insulin therapy was not available and declined to provide additional information.